Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the implicated blade was returned in two fragments and was inspected under magnification. It was noticed that there was some scratching / discoloration on the outer surface of the blade at the location of the fracture. The damage/discoloration caused by the scratching was superficial (surface level) and most likely did not contribute to the fracture. It was confirmed that the viewing window on the blade removal tool was not utilized to ensure the blade remover was fully seated. Conclusion: the most likely cause of the reported fracture is insufficient engagement of the blade in the blade remover resulting in unintentional loading outside of the proximity of the integrated blade break line. The blade remover is specifically designed with a positive stop and viewing window to minimize the risk of failing to fully seat the instrument.

Event description:
It was reported that during es2 surgery, the surgeon inserted screw and did the final tightening of the blocker. Afterwards, the surgeon used the blade remover, in order to remove blade. Although the patient's wound was closed, when the surgeon checked x-ray, it turned out that the part of blade remains in screw head. The surgeon opened patient's wound again, used the blade remover, and removed a part of the blade.

Event description:
It was reported that during es2 surgery, the surgeon inserted screw and did the final tightening of the blocker. Afterwards, the surgeon used the blade remover, in order to remove blade. Although the patient's wound was closed, when the surgeon checked x-ray, it turned out that the part of blade remains in screw head. The surgeon opened patient's wound again, used the blade remover, and removed a part of the blade.